Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-12. H6: investigation summary: bd received 300 samples for investigation. Ten samples were evaluated functionally and the indicated failure modes of poor barrier separation and gel smearing with the incident lot was not observed. 10 returned tubes were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1862 rcf for 10 minutes, using an mse mistral 1000 centrifuge. All 10 tubes were found to have good gel separation. No gel smearing was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. A complaint history was performed, and this complaint was the 1st complaint received for the indicated failure modes on this lot number. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced poor barrier separation of sample. This event occurred 3 times. The following information was provided by the initial reporter: translated to english. The customer stated: there is a "problem with the gel; with greasy deposits around the tube. The serum did not separate after centrifugation with gel remaining at the top and the serum stuck underneath."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced poor barrier separation of sample. This event occurred 3 times. The following information was provided by the initial reporter: translated to english. The customer stated: there is a "problem with the gel; with greasy deposits around the tube. The serum did not separate after centrifugation with gel remaining at the top and the serum stuck underneath."